Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient had a red and itching rash on his back under the therapy electrodes. The patient's physician advised the patient to use an ointment on the rash. During a follow-up call, the patient's physician reported that the rash became worse so they provided the patient with oral and local hydro-cortisone. During a later follow-up call, the physician reported that the rash was healing.